Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due failure of the motherboard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an e117 (charge couple unit failure) error was not confirmed. In addition, an e116 (camera control unit malfunction) error was displayed. The visual inspection did not present any abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, an e117 (charge couple unit failure) error occurred with the visera 4k uhd camera control unit after turning on clv-s400. The event occurred during preparation for use. After switching to an otv-s300, the therapeutic laparoscopic rectal resection was continued and completed. There was no patient harm associated with this event. Related patient identifier: (B)(6).